Event description:
The customer reported that the system did not boot up. The system only had 5 arrows on the c-arm. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep erased the flash nodes. The system operates as intended.